Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultralink was reading inaccurately high compared to their feelings and/or normal results. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began approximately two weeks prior to contacting lfs. The patient reported obtaining a blood glucose reading of ¿403mg/dl¿ on the subject meter. The patient manages their diabetes with insulin with no adjustments. The patient reported developing symptoms of ¿thirsty, fatigue and drain¿ but could not recall when this happened in relation to the start of the product issue. The patient reported taking some orange juice and paramedics were called to the house. The patient reported being treated by a paramedic with glucose tablets/glucose gel. The patient reported having their blood glucose tested on an emergency services meter but they could not recall the result. The patient could not recall the date and time of this event. At the time of troubleshooting the csr verified that the unit of measure was set correctly and that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury and required treatment from an hcp around the time of the alleged product issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.